Event description:
Pelvic MRI. Pt felt "hot elbow" during fast spin echo sequence. Pads were placed between bore and pt again during fast spin echo sequence. Pt felt heat in the elbows. Exam was stopped. Note: pt did have a metal prosthesis.